Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 24 mmol/l. The customer declined troubleshooting as he knew that the event was not insulin pump related. The customer stated that he had the flu, and experienced nausea, vomiting, extreme thirst and difficulty breathing. Per the hcp, the customer had been mis-managing his diabetes for one to two years. It was stated that the customer was not giving himself any insulin because he was afraid of experiencing hypoglycemia. It was stated that the customer would sometimes put the insulin pump in suspend mode, and would not tell anyone. It was stated that the customer is now working with his hcp to better control his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.